Event description:
It was reported that pump screen color had faded, making information difficult to read. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.